Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/9/2020. Additional h3 investigation summary: it was reported performance pull off - suture needle. It was received for analysis an empty opened foil, an empty labeled winding former, a detached needle and two suture pieces of product code j339h, lot pmk436. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole. The suture pieces were examined, and the ends were cut that appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, it could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture easily during use¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pmk436 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the surgery? =>no further information is available. Was the surgery completed successfully? =>no further information is available. What is the event day? =>no further information is available. Device return follow up. =>we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and suture was used. During the procedure, the needle was detached from the suture easily during use. It was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.